Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Olympus sent the subject device for microbial testing and no microbes were identified. The olympus service center evaluated the subject device and did not identify any defects or lack of conformity with the subject device. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during routine microbial testing, the subject device tested positive for contamination with: positive for >25 colony forming units of flore mesophile aerobie. No patient is involved per the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. It is likely that reprocessing in accordance with the instructions for use (IFU) was not followed due to the inability to confirm growth after correctly reprocessing the device. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " three attempts were performed to obtain the cleaning, disinfection, and sterilization checklist but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.